Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Set screw mark noted on the terminal pin. Stylet returned inserted in the lead. There is possible tissue noted in the helix housing, unable to tell for sure due to the blood/body fluid. Could not confirm electrical allegations while implanted (the lead cathode coil is now fractured) however, the lead body is twisted along its whole length. Due to the type of the damage, the dislodgement was likely due to twiddle¿s syndrome. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that the patient went to emergency room. The patient reported she had a bad fall. The patient had palpitations. The right ventricular (rv) lead exhibited high pacing thresholds and sensing issues. A chest x-ray was performed and it was determined that the rv lead dislodged. The physician tried to reposition the rv lead, but tissue was noted on it. The ra lead was explanted. No additional adverse patient effects were reported.